Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that keypad ok button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact, with no peeling or damage observed. The "contrast","up" and "down" keys responded on button presses. The "ok" key was intermittently responsive to button presses. The keypad was removed to investigate. Evidence of keypad contamination was located under the "contrast", "up", "down," and "ok" button contacts. The "contrast","up","down" and "ok" keys had normal spring back or click. The pump booted to the verify screen with a dim pink contrast. The pump's display was removed and replaced with a new test screen. The contrast returned to normal with test screen.